Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed: 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. Complaints database searched: . A complaint database search on the provided lot number found additional reports, and they also related to implant loosening. Total for lot number: 3 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 95 by product family: 192 (66x smartset ghv, 126x smartset gmv)

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address subsidence and loosening of tibial tray at the cement to implant interface. The patient's primary attune fixed bearing tibial tray and cruciate retaining fixed bearing insert were removed and replaced by attune revision components. Surgeon believes that the patient's bone quality may have contributed to the subsidence of the tibial tray. He can't help but wonder if the design of the underside of the tibial tray may have also contributed to the loosening and subsidence of the tibial tray, since there was no trace of bone cement attached to the underside of the tray upon its removal. Depuy smartset gmv bone cement was use during the primary procedure. Doi: (B)(6) 2017. Dor: (B)(6) 2020; left knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.